Event description:
Related manufacturer reference number: 2017865-2023-51526. It was reported the patient presented for a leadless pacemaker (lp) implant. During the procedure at the initial location, after release, the lp had high capture thresholds and exhibited under sensing. It was decided to replace the device and a retrieval catheter was opened. Upon initially grabbing the lp, the lp prematurely released and migrated to the pulmonary artery. The lp was able to be snared and removed from the patient. Implant attempt was abandoned. The patient was stable.